Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned. The introducer sheath and delivery wire were not returned. The main coil was found stretched near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm detached. The fiber bundles had blood residues. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. Dimensional inspection of the main coil that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that the coil could not be advanced and was stretched. The target lesion was located in the liver. A 20mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not advance as it was completely stuck in the catheter and was stretched. The coil was completely removed from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed that the interlocking arm of the coil was detached.